Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The system was then tested and met all product specifications. The anterior vitrectomy handpiece was found to be nonconforming and the company service representative recommended that the customer replace it. The anterior vitrectomy handpiece was not returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
It was also reported by the customer that the vitrectomy handpiece did not drive the cutting action.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery, vitrectomy cutter was not working. The surgery was completed by using different machine. No patient harm was reported.